Event description:
Per the clinic, the patient had a decrease in performance. The results of an integrity test (B) (6), 2009 indicate device failure.explant and reimplantation is planned, but had not taken place at the time of this report october 29, 2009.

Manufacturer narrative:
(B) (4). Text : implanted device remains.